Event description:
The physician attempted arteriotomy closure with the perclose a-t (the closer ak) device following an unspecified procedure. The arterial access site was confirmed in the common femoral artery. It was reported that the device was inserted, the foot was deployed, the needles were deployed and the plunger was retracted without difficulty. The foot was then parked. In the attempt to retract the device, the physician discovered that the device was "stuck". It was reported that the physician deployed and parked the foot several times and manipulated the device until it could be removed. Hemostasis was not achieved. Manual compression was applied for approximately thirty minutes to one hour to achieve hemostasis. The patient was discharged as expected and is doing "fine" to date. There were no reported adverse patient sequelae.